Event description:
On 2/16/98 during open reduction procedure with internal fixation of fractured mandible, screw sheared off. The surgeon did not retrieve the remaining piece of the screw. Pt retained the foreign body.